Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The phenomenon was not reproduced at the repair department. It is likely that water penetrated from the rear cover, and the image was not displayed temporarily. The event can be prevented by following the instructions for use which state: do not strike the camera head. The camera head may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the device evaluation found; the rubber on the rear cover peeled, the pins on video scope connector deformed, dent, deep scratches, a failed leak test on rear cover, a faded label on rear cover and unable to scan unique device identifier (UDI) label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head image flickered then dropped and only color bars showed on screen during a diagnostic cystoscopy procedure. No error message was displayed. The camera was reconnected after rebooting the processor. The image was restored allowing the provider to continue working until it was replaced with a similar device and the procedure was completed. There was no delay and no patient harm reported.